Manufacturer narrative:
The customer¿s report of unexpected fluid remaining in the secondary bag was not confirmed. Physical inspection noted the device to be in good condition. No anomalies were noted on the administration sets. Analysis of the pcu event log shows the pump module was infusing a primary infusion of maintenance fluid. On (B)(6) 2017 at 11:33 pm a secondary infusion of ceftazidime 1g/50 ml was programmed at a rate of 100 ml/hour with a vtbi of 50 ml. The secondary infusion completed on (B)(6) 2017 at 12:03 am. The module was then channeled off at 12:04 am. The calculated secondary volume infused is 50.022 ml. The review of the event log did not show any programming anomalies. Functional testing found the device operating within specifications. Inspection of the administration sets showed no anomalies. An incidental finding of a check valve failure in the primary set was noted during testing however this is not believed to have contributed to the event as it would have emptied the secondary bag faster rather than slower if it had occurred during the reported event. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a secondary infusion of cetriaxone 1 g/50 ml was started at 100 ml/hr attached to a primary line of normal saline.. However, after thirty minutes; more than 20 ml of the cetriaxone 1 g/50 ml remained in the secondary bag. There was no report of patient harm.